Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was oversensing noise, and the right atrial lead impedance had decreased but was in-range. The patient was asymptomatic and in stable condition, and would continue to be monitored.